Event description:
Patient was not getting relief from symptoms with placement of initial leads outside of the recommended area. Leads replaced 10 cm from pylorus. Physician and patient discussed this may be due to the location of leads being placed closer to the pylorus with the patient having a feeding tube at the time of initial placement. Physician decided to remove original system (B)(6) 2025 and replace with 2 new leads and battery at the recommended location. Procedure went well with no complications.